Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open incisional/ ventral hernia repair on (B)(6) 2013 and mesh was implanted. The patient completed the 24 month questionnaire and noted that a recurrent hernia developed on unknown date. The patient followed up with the surgeon and underwent a re-operation on unknown date. Additional information has been requested.

Manufacturer narrative:
Additional information was received that indicates this event does not meet serious injury reporting criteria. Therefore, medwatch report 2210968-2015-03388 is not reportable.